Manufacturer narrative:
Merz assessment and investigation: a lot search in the global safety database was conducted on the reported lot and no additional cases were noted. A review of trending for belotero volume lidocaine did not identify any trends related to the reported issue (q4-2025 belotero product family trending report, (B)(4), (B)(6) 2026); therefore, no negative impact to the benefit-risk profile was observed, indicating no systemic product quality issue. This case is assessed as serious as in this case, vascular occlusion was reported and the patient received a comprehensive treatment with a resolving outcome. No precise information was provided on the injection site, injection date and onset so that a local and temporal relationship can only be assumed based on the wording of this report. The event vascular occlusion (serious) is expected based on the current valid canadian instructions for use (IFU) for belotero volume lidocaine and can occur following treatment with belotero volume lidocaine. The IFU warns that an introduction of belotero intense lidocaine into the vasculature may lead to embolization, occlusion of the vessels, ischemia or infarction and to take extra care when injection soft tissue fillers. Rare but serious events associated with the intravascular injection of soft tissue fillers in the face have been reported and include temporary or permanent vision impairment, blindness, cerebral ischemia or cerebral hemorrhage leading to stroke, skin necrosis and damage to underlying facial structures. According to the IFU it is contraindicated to inject into blood vessels. Nevertheless, during injection of a filler it can occur that a blood vessel is accidentally occluded by two different mechanisms: directly by injecting the product into the lumen or indirectly when the product is placed next to a vessel and compresses it from outside. It is recommended in the IFU to immediately stop the injection if the patient exhibits any of the following symptoms including changes in vision, signs of a stroke, blanching of the skin, or unusual pain during or shortly after the procedure and patients should receive prompt medical attention and possibly evaluation by an appropriate healthcare practitioner specialist should an intravascular injection occur. Depending on the severity, tissue ischemia may resolve without sequelae under adequate treatment or may result in permanent damage such as necrosis or scarring. In this case, vascular occlusion only was reported. Potential confounding factors include concomitant injection with a 1:1 blend of radiesse(+) and belotero intense lidocaine. However, a contributory role of treatment with belotero volume lidocaine cannot be excluded. Causality is assessed as possibly related, based on assumed temporal and local relationship, however, there is no indication that a product-related issue contributed to the event. This case is considered serious with the serious event vascular occlusion because treatment was necessary to prevent a permanent damage.

Event description:
Case description: this case was linked with cases (B)(4) and (B)(4), referring to the same patient. This spontaneous report was received from a canadian nurse and concerns a female patient. The patient was injected with belotero volume lidocaine. Batch number was reported as b00069660 (expiry date: 10-jun-2027). A lot search in the global safety database was conducted. The patient was concomitantly injected with a 1:1 blend of radiesse(+) and belotero intense lidocaine, in (B)(6) 2026. In (B)(6) 2026, after the belotero volume lidocaine injection, the patient experienced a vascular occlusion on chin. Corrective treatment included hyaluronidase, heat and acetylsalicylic acid (reported as asa). Since (B)(6) 2026 (reported as saturday night), the patient was under virtual call follow-up. On (B)(6) 2026, the patient was better and improved. The outcome of the event was reported as resolving.

Manufacturer narrative:
Merz assessment and investigation: a lot search in the global safety database was conducted on the reported lot and no additional cases were noted. A review of trending for belotero volume lidocaine did not identify any trends related to the reported issue (q4-2025 belotero product family trending report, (B)(4), (b)(60 2026); therefore, no negative impact to the benefit-risk profile was observed, indicating no systemic product quality issue. This case is assessed as serious as in this case, vascular occlusion was reported and the patient received a comprehensive treatment with a resolving outcome. No precise information was provided on the injection site, injection date and onset so that a local and temporal relationship can only be assumed based on the wording of this report. The event vascular occlusion (serious) is expected based on the current valid canadian instructions for use (IFU) for belotero volume lidocaine and can occur following treatment with belotero volume lidocaine. The IFU warns that an introduction of belotero intense lidocaine into the vasculature may lead to embolization, occlusion of the vessels, ischemia or infarction and to take extra care when injection soft tissue fillers. Rare but serious events associated with the intravascular injection of soft tissue fillers in the face have been reported and include temporary or permanent vision impairment, blindness, cerebral ischemia or cerebral hemorrhage leading to stroke, skin necrosis and damage to underlying facial structures. According to the IFU it is contraindicated to inject into blood vessels. Nevertheless, during injection of a filler it can occur that a blood vessel is accidentally occluded by two different mechanisms: directly by injecting the product into the lumen or indirectly when the product is placed next to a vessel and compresses it from outside. It is recommended in the IFU to immediately stop the injection if the patient exhibits any of the following symptoms including changes in vision, signs of a stroke, blanching of the skin, or unusual pain during or shortly after the procedure and patients should receive prompt medical attention and possibly evaluation by an appropriate healthcare practitioner specialist should an intravascular injection occur. Depending on the severity, tissue ischemia may resolve without sequelae under adequate treatment or may result in permanent damage such as necrosis or scarring. In this case, vascular occlusion only was reported. Potential confounding factors include concomitant injection with a 1:1 blend of radiesse(+) and belotero intense lidocaine. However, a contributory role of treatment with belotero volume lidocaine cannot be excluded. Causality is assessed as possibly related, based on assumed temporal and local relationship, however, there is no indication that a product-related issue contributed to the event. This case is considered serious with the serious event vascular occlusion because treatment was necessary to prevent a permanent damage. Merz causality re-assessment and investigation due to follow-up information received on 15-jun-2026: the batch record review for belotero volume lidocaine, lot (b00069660), contains nonconformance reports (ncr) related to this lot. Reference haf-ncr-0698. During the batch record review, it was determined that this ncr did not contribute to the reported complaint because this issue has no impact on the issue raised in this complaint. A lot search in the global safety database was conducted on the reported lot and no similar events were noted. A review of trending for belotero volume lidocaine did not identify any trends related to the reported issue (q4-2025 belotero product family trending report, (B)(4), (B)(6) 2026); therefore, no negative impact to the benefit-risk profile was observed, indicating no systemic product quality issue. Causality for the previously assessed event remains unchanged as possibly related to the treatment with belotero volume lidocaine, however, there is no indication that a product-related issue contributed to the event. This case remains as serious with the serious event vascular occlusion because treatment was necessary to prevent a permanent damage. Merz causality re-assessment due to follow-up information received on 13-jul-2026: the reported term vascular occlusion was changed to vascular occlusion/vascular compromise and the coding remained unchanged. The outcome of the event was reported as resolved. The events product preparation issue and intentional device misuse were added. Corrective treatment included multiple injections with hyaluronidase and the outcome was reported as resolved. The reported event occurred in a compatible temporal relationship. The reported discomfort, increasing pain and progressive skin changes are considered to be consequences of vascular occlusion and therefore were not coded. Product preparation issue and intentional device misuse were coded for formal reasons only. Dilution of belotero volume lidocaine with radiesse(+) is not approved based on the canadian instructions for use (IFU). Strong confounding factors include concomitant use of radiesse(+) and belotero intense lidocaine. Possible confounding factor includes previous lip filler treatments and neuromodulator injections (botox), but very sparse information was provided. Nevertheless, a contributory role of belotero volume lidocaine cannot be excluded with certainty, as it is difficult to assess which product or whether possibly all the products have caused onset of the events. Causality for the amended event remains unchanged as possibly related to treatment with belotero volume lidocaine, based on a compatible local and temporal relationship. This case remains serious with the serious event vascular occlusion because treatment was necessary to prevent a permanent damage.

Event description:
Case description: this case was linked with cases (B)(4), referring to the same patient. This spontaneous report was received from a canadian nurse and concerns a female patient. The patient was injected with belotero volume lidocaine. Batch number was reported as b00069660 (expiry date: 10-jun-2027). A lot search in the global safety database was conducted. The patient was concomitantly injected with a 1:1 blend of radiesse(+) and belotero intense lidocaine, in (B)(6) 2026. In (B)(6) 2026, after the belotero volume lidocaine injection, the patient experienced a vascular occlusion on chin. Corrective treatment included hyaluronidase, heat and acetylsalicylic acid (reported as asa). Since (b)(60 2026 (reported as saturday night), the patient was under virtual call follow-up. On (B)(6) 2026, the patient was better and improved. The outcome of the event was reported as resolving. Follow-up information was received on 15-jun-2026: batch number was reported as b00069660 (expiry date: 10-jun-2027). The batch record review was received and the lot number for belotero volume lidocaine was confirmed as b00069660 (expiry date: 10-jun-2027). Follow-up information was received on 13-jul-2026: the reported term vascular occlusion was changed to vascular occlusion/vascular compromise and the coding remained unchanged. The patient was injected with a total of one syringe of belotero volume lidocaine into the jawline for facial balancing and contouring of the lower face/jawline, on (B)(6) 2026. A needle technique was used for product placement to the periosteal plane at the gonial angle. A 22 g cannula was used for placement along the mandibular region posterior to the masseter through a pilot entry site. Belotero volume lidocaine was blended with 1.5 ml (one syringe) of radiesse(+) at a 1:1 ratio (product preparation issue, intentional device misuse). No product defects, malfunctions, or device deficiencies were identified during treatment. Concomitant medication, significant medical history and known allergies were reported as none. Previous aesthetic treatment history included lip filler treatments, neuromodulator (botox) injections, and a treatment with blended calcium hydroxyapatite (caha) and hyaluronic acid (ha) in the temple (as reported, using the same blended protocol), with no prior adverse events or complications. On (B)(6) 2026, during the belotero volume lidocaine injection, the patient experienced discomfort. Approximately 1-2 hours after the belotero volume lidocaine injection, the patient experienced increasing pain and progressive skin changes, which evolved gradually over the following several hours in the left prejowl sulcus and commissure. Corrective treatment included three rounds of 1500 units of hyaluronidase, started within 5 hours of the injection, after the vascular compromise concern was recognized. At the time of the report, the event appeared clinically resolved. The outcome of the event was reported as resolved in 2026 (changed from resolving). In the opinion of the reporter, the event was most likely related primarily to the injection procedure itself, and possibly related to the fact that a more viscous hybrid was used due to the combination of caha with the viscous ha gel.